Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: d-evolutfx-2329 (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the stroke was confirmed via computed tomography (CT). The right hemiplegia appeared immediately after the procedure was completed upon waking from anesthesia. Intensive care unit (ICU) care was required. The embolus was removed via a neurosurgeon. The occlusion site was the left middle cerebral artery. Of note, there was a calcified lesion in the same area before the valve implant. As reported, there was a high possibility that the stroke was related to the procedure, but it was unknown whether it was related to the valve or the delivery catheter system (dcs). Approximately 2 months following onset, the patient outcome was not recovered.

Manufacturer narrative:
Corrected data: this report was filed to correct the aware date of the previously submitted supplemental medwatch #1. G3 should have reflected 2024-apr-04 rather than 2024-apr-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data this is a system report. The section d information is for the primary device, which was in use with the following: d-evolutfx-2329 (lot: 0011701441). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. Residual right hemiplegia was observed, and the patient was transferred to rehabilitation. No additional adverse patient effects were reported.